Manufacturer narrative:
(B)(4).

Event description:
The customer reported autoloader t5000, "vial is picked up, it's uncap, and then, instead of doing the sipping and cell spot effectively, the vial is thrown away. Customer reported that already 1 patient sample has been lost. Customer is afraid of losing more samples, so she has switched off the instrument." Hologic field service engineer (fse) went to the customer cleared broken slide and dust from base of lift and spin assembly. Re-taught scars to input carousel setups. Fse confirmed and reproduced error. Instrument operational.